Manufacturer narrative:
Customer cleaned the cc probes to fix the suppressed chemistries per customer technical specialist's recommendation. After cleaning the probes customer stated that the cc sample probe collar wash is dripping which caused cc side chemistries to be suppressed. A bci field service engineer (fse) found gel in the wash collar vacuum valve, cleaned, and this resolve the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cartridge chemistry (cc) sample collar wash drip. No injury or exposure to biohazardous materials was reported.